Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported a vertical gas break through while performing a laser corneal flap procedure on patient's left eye over a previous radial keratotomy. The procedure was aborted and the subsequent excimer treatment was not performed. Additional information was received from site which informed that the patient's visual acuity has returned to preoperative baseline. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. Review of the log files for the day of treatment shows no errors or warning that could contribute to the reported event. All treatments were successfully finished and the energy was stable during treatments. The treatment related to the reported event is the first treatment on that day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Review of the logfiles for the day of treatment shows no errors or warning that could contribute to the reported event. All treatments were successfully finished and the energy was stable during treatments. The treatment related to the reported event is the first treatment on that day. The logfile shows the energy setting for bed cut for this surgery is much higher than standard setting. No relevant deviation between planned and performed energy is detectable for the treatment. A company representative reviewed confirmed the occurrence of a vertical gas breakthrough (vgb). The reported case is a post-rk (radial keratotomy) patient, which was known pre-lasik. Additionally, the energy for the bed cut was increased, while a more tighter spacing was used for this cut. Both will result in a higher energy per area within the cutting plane and therefore will increase the amount of (plasma) gas. This gas was then pushed upwards through the rk cuts. The root cause is that the patient had scars in the bowman¿s layer and defect in the corneal collagen due to a previous rk surgery.